Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The device has been requested back to the manufacturer site for further investigation. Results revealed that the reported issue could be reproduced. The failure has been traced back to a damaged crimp contacts of the flat ribbon cable.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) displayed an error message during setup. There was no patient involvement.